Event description:
It was initially reported that, patient had infection and on (B)(6) 2012, he went on antibiotics. On (B)(6) 2012, devices were removed and antibiotic spacer was put in. On (B)(6) devices were implanted again. For clarification only: this per is related to patient's two-stage revision for infection. Antibiotic spacers were implanted. Antibiotic spacers removed and new components implanted on (B)(6) 2012. Components implanted were a restoration ps femoral stem with a v40 femoral head and zimmer acetabular system.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.